Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and infection(unknown onset) .

Event description:
Patient reported right side visibility/palpability, health care professional later reported right side capsular contracture baker grade unknown and infection (unknown onset)-ndr. Device has been explanted.